Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and resulted in a failed transmitter. A voltage test was performed and passed. Share data log was reviewed and data related to the customer complaint was observed on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.